Manufacturer narrative:
Due to a recent FDA inspection this MDR is being reported late as a result of a re-eval.

Event description:
Customer was performing surgery and the blade broke into three pieces when being used on pt. Part of the blade that broke was easily retrieved and there was no adverse affects to the pt at all. The customer commented that there could have been to much stress on the blade and the torque could have caused the break.